Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2014, the reporter contacted animas alleging the pump was emitting frequent loss of prime warnings with no known cause. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 04/15/2015 with the following findings: a review of the black box did not indicate any errors, alarms, or warnings related to the complaint. The pump powered on normally and successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no loss of primes occurring. The complaint could not be confirmed or duplicated on investigation. Unrelated to the complaint, investigation revealed that the force sensor was out of calibration. The pump casing was removed and no other force sensor defects were found. Also unrelated to the complaint, investigation revealed that the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.